Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of incident was 500 mg/dl and current blood glucose level was 554 mg/dl. The customer was treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer alleging the insulin pump was under delivering because it shows that the pump was delivering insulin it just like going no where. The customer had performed the high pressure test and the test was passed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.